Event description:
It was reported that this patient underwent a post transcatheter aortic valve replacement (tavr) procedure as well as had a pacemaker system implanted. Subsequently, the patient became symptomatic because their heart rate was in the 30 beats per minute range and they presented to the emergency room. The specific symptoms were not provided. Upon evaluation, it was discovered that this right ventricular (rv) exhibited high pacing thresholds and loss of capture with no asystole observed. As a result, a temporary pacing lead was implanted and connected to an external temporary pacemaker device. The existing rv lead was then successfully repositioned, and the implanted pacemaker device remained in-service with no changes. Routine follow-up is planned for the patient. The rv lead remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient underwent a post transcatheter aortic valve replacement (tavr) procedure as well as had a pacemaker system implanted. Subsequently, the patient became symptomatic because their heart rate was in the 30 beats per minute range and they presented to the emergency room. The specific symptoms were not provided. Upon evaluation, it was discovered that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture with no asystole observed. As a result, a temporary pacing lead was implanted and connected to an external temporary pacemaker device. The existing rv lead was then successfully repositioned, and the implanted pacemaker device remained in-service with no changes. Routine follow-up is planned for the patient. The rv lead remains in-service. No additional adverse patient effects were reported. This supplemental report is being filed as a correction due to the addition of the as reported patient code for bradycardia.